Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with pacemaker experienced symptoms of redness, soreness and open wound in the pocket area but not in the incision site. A pocket revision was done for hematoma. There was no sign of any infection noted. The pacemaker remains in service. No additional adverse patient effects were reported.